Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and "5cc¿s of fluid.¿ device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, g1.

Event description:
Healthcare professional initially reported right side "capsular contracture, baker grade IV","5cc¿s of fluid¿ and exchange due to "concerns for possible, alcl". Device was explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and "5cc¿s of fluid.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; yellow particles in shell, deformation, weight within specification. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.